Event description:
Fifty days after application of an external fixation system to treat a diaphyseal fracture of the tibia and fibula, the patient reported that, while walking (weightbearing allowed), the central male body of the fixator broke around the cam seat. In 2005, a second surgery was performed to replace the broken fixator body and correct the bone axis. At that time, the bone callus consolidation appeared good, though some bone elasticity was observed. The patient is expected to heal as desired.